Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at a ball field. The cause of death was heart attack which was not the final cause, as there was no official autopsy. The caller stated that there was no illness leading to the customer's passing, but they may have had low blood sugar. The caller stated that the customer had diabetes complications ¿ retinopathy and neuropathy, kidney disease, heart disease, and infection. The customer¿s blood glucose was 258 mg/dl at 6:50am on the day the customer passed. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit received with depleted energizer alkaline battery installed. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and dat test at 0.08700 inches. Unit was unable to prime during prime. Unable to verify prime anomaly due to pump preservation. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.